Event description:
It was reported that during a stent procedure the delivery system would not pass the lesion. The delivery system was withdrawn through the sheath, resulting in stent loss in left main. The stent was retrieved with a snare and the case was completed with another co's stent. No pt injury was reported.